Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call for high blood glucose level of over 600mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check their settings. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.